Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted the taper tubing and port base were discolored, and yellowish in color. One of the port holes had pulled material/scratches noted. The taper tubing was noted to have a thinner surface. An air leak test was performed, and noted leakage from the tubing from the worn area. A microscopic analysis was performed, and noted a smooth opening on the taper tubing, consistent with wear and tear.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 01/12/2016. The reporter of the event was asked to return the product for analysis. The reporter indicated the device would be returned, to date apollo has not received the device. Based on the serial number provided, it is assumed the connecter type associated with this event is a taper ii. If returned, visual examination may confirm or determine another connecter type associated with this event. The reporter of the event was asked to provide further information regarding the implant date, diagnostic testing, and patient information. The reported stated they are unknown. Device labeling addresses the reported event of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak." The port was removed and replaced.